Event description:
It was reported that during removal of the sheath introducer, the sheath body separated from the hub. The pt was taken to or for excision of the sheath body. There were no pt complications.